Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device had fell apart. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was damaged, components were missing, could not insert a cutter, and the nose tube was bent/damaged. It was noted that the extension sleeve was damaged, the internal parts of the ball bearing were missing, and the ball bearing had fell apart. It was further determined that the device failed pretest for lock operation and cutter operation. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.